Event description:
It was reported to boston scientific corporation on february 5, 2009, that a corflo cubby low profile gastrostomy device was used during a replacement procedure performed the month before. According to the complainant, within one month of replacement, the device button locking adapter was broken. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.